Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid, contaminating the reagents on board the instrument. The customer aborted testing. Erroneous test results were not reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the wash tubing was disconnected from the wash block. The fe performed the appropriate service/replacement to return the instrument to expected operations. This customer has not logged any similar complaints against this analyzer since this incident.